Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right atrial (ra) lead displayed pacing impedances of greater than 2000 ohms, noise, high thresholds and loss of capture (loc). The patient was seen for a revision procedure. A new ra lead was implanted and hooked up to the device. Continued high, out of range pacing impedances were noted. The device was then explanted and has been returned for analysis. The ra lead was surgically abandoned. There were no adverse patient effects reported.